Event description:
It was reported the patient is experiencing numbness at the ipg site and across from where the ipg is located. The patient will meet with her physician for further evaluation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.